Event description:
It was reported that the patient connected with this external pacemaker experienced ventricular tachycardia. The device was disconnected and sent for analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. During the analysis of the device itself, the clinical observation could be confirmed. The functional inspection revealed that the burst function was partially activated even without pressing the corresponding buttons. Depending on the burst rate setting, this could lead to an increased stimulation rate. The technical analysis showed that the observed behavior was caused by a damaged connection cable of the keypad. In addition to the damaged keypad connection cable, a damaged hanger arm was found during the visual analysis. The damaged keypad and the damaged hanger arm were replaced, afterwards the device proved to be fully functional. The electrode impedance measurement and the antibradycardia therapy capability were tested. All measurement results were within the specifications. The redel adapter returned with the external pacemaker proved to be fully functional during the analysis.